Event description:
It was reported that two implantable pacing leads were attempted, not implanted. On the attempt of the first lead, the introducer was peeled away and the physician stated that the patient anatomy was "tight" in the subclavian area and the physician lost pushability. When he attempted to remove the lead, he had to "tug" on the lead for it to be removed and was concerned about the integrity of the lead after use of gentle force to remove the lead. The second lead became "pinched" or "crimped" in the proximal end while introducing the lead. The integrity of the lead was questioned. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead became extrinsically distorted due to flattening. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant and stretching.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.